Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral transcatheter aortic valve replacement procedure with a 23 mm sapien 3 ultra valve, resistance was encountered when the 14f first esheath+ was inserted. Upon removal, damage was noted on the distal end of the sheath, described as "scrunched." The damage was not a split or tear. A second 14f esheath+ was inserted without issue. The valve was deployed with a good result. After closure of the primary access site, the patient experienced a drop in pressure. The team accessed the secondary femoral site and identified a perforation in the common femoral artery. A covered stent was deployed with a good result, and one unit of blood was administered. The patient was in stable condition following the procedure.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2 and conclusions in this section have been updated. H6 codes were added: component, type of investigation. H6 codes were corrected: investigation findings, investigation conclusions. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery of the patient's anatomy was provided and review of the imagery revealed that the patient's access vessels had the presence of calcification and tortuosity. The complaint of inability to introduce the sheath was confirmed. Available information suggests that patient factors (tortuosity, calcification) may have contributed to the reported event as confirmed via patient imagery. Sharp or bulky calcified nodules within the patient access vessel can act as a physical obstacle that can increase friction and lead to higher push force and/or damage the distal tip. Tortuous patient anatomy can create sub-optimal angles that can induce stress to the sheath shaft causing it to bend or kink and require a higher push force to navigate. Tortuosity can also exacerbate device interaction with calcified nodules and lead to distal tip damage. The complaint of distal tip damage was confirmed. Available information suggests that patient factors (tortuosity, calcification) and/or procedural factors (high push force) may have contributed to the reported event. During sheath introduction through a challenging pathway, it is possible that the operator may apply device manipulation to insert the sheath and/or to overcome the experienced sheath insertion difficulty. Device manipulation (e.g. High push force) may lead to sheath tip, damage if compounded with challenging anatomical factors. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.